Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed the reported concern. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions about the root cause of the reported event based on the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address loosening of the femoral component at the cement/implant interface, poly wear of the insert, and osteolysis. The manufacturer of the cement used at the time of original implantation is unknown.